Event description:
In 2009, the patient was implanted with two gore tag thoracic endoprostheses to treat a thoracic aortic aneurysm. Upon completion, the gore introducer sheath with silicone pinch valve, was being retracted and ruptured the external iliac artery. Gore excluder aaa endoprostheses and gore viabahn devices were implanted for repair. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records for the device was not possible since the device size and lot number were unavailable.